Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9347670. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system backed out of the vein. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the on duty nurse found that part of the catheter tube was out of the patient's vein during intravenous infusion with the heparin, so the nurse immediately pulled out the needle, there was no damage patient's skin, because the patient less input excitant small drugs, so the nurse changed of disposable intravenous infusion steel needle, transfusion was unobstructed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system backed out of the vein. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the on duty nurse found that part of the catheter tube was out of the patient's vein during intravenous infusion with the heparin, so the nurse immediately pulled out the needle, there was no damage patient's skin, because the patient less input excitant small drugs, so the nurse changed of disposable intravenous infusion steel needle, transfusion was unobstructed.